Event description:
It was reported that during a percutaneous transluminal angioplasty cryoplasty treatment procedure, guide wire damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. This 035/260 zipwire hydrophylic angled guide wire was removed from the sheath and while pulling the guide wire at the 20cm angle, the coating sheared. The guide wire remained intact and was completely removed from the patient. The procedure was continued with another of the same angled guide wire device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).